Manufacturer narrative:
Concomitant products: w1dr01 ipg was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate, which was below the low rate setting. It was further reported that the right ventricular (rv) lead exhibited failure to capture, failure to sense and variable thresholds were noted. The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.